Manufacturer narrative:
The service rep found the arcing in anode well at tube side. He cleaned and regreased cables with varian provided silicone grease. Verified proper operation of system. Unit is functional and operates as intended.

Event description:
The customer reported arcing heard at tube side. System still functioned and made usable images. No patient data provided. No patient was injured.